Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. The patient reported that the device was taken out because it was placed too far in and didn't work. It was indicated that it was not possible to determine the manufacturer of the device or the date of service for the procedure. No patient symptoms or further complications were reported or were expected